Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft infection). Patient¿s condition affected effectiveness of device (pre-operative illness/infection). (Insufficient information; cause of infection is unknown). Evaluation conclusions: known inherent risk of a procedure (stent graft infection). Device failure related to patient condition (pre-operative illness/infection). (Insufficient information; cause of infection is unknown).

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Due to infections and illness, the implant procedure had been delayed numerous times. The maximum aneurysm diameter was 5.4 cm. The proximal neck was 22 mm in diameter. There was heavy mural thrombus in the sac. The left iliac was moderately calcified. The right iliac was occluded just above the hypogastric artery. It was reported that the stent graft became infected with clostridium species. One week post-implant the stent grafts were explanted and an aorto uni-iliac bypass was completed with an allograft. The patient recovered well and was discharged from the hospital. No additional clinical sequelae were reported, and the patient is fine.